Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited inadequate sensing. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout the procedure.